Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized were unknown. Treatment was not reported. On an unreported date, the patient had recovered. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The peritonitis was not confirmed. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.